Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing using a simulator without duplicating the report. The device was recertified and returned to the customer. The returned multifunction cable was evaluated and passed all testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.